Manufacturer narrative:
Stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and was not able to duplicate or verify the reported issue. Stryker fsr replaced the main keypad, as a precautionary measure. After completing this repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device's main keypad was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.